Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. PMA/510(k): k011028 and k013227.

Event description:
Doctor did not provide a complaint description. Product experience report is blank. Based on the available information there are no signs of a device malfunction. The event description is not defined. However, the implant was placed (B)(6) 2012 and was explanted on (B)(6) 2020. This event is reportable as a serious injury due to the surgical / medical intervention required to preclude / resolve issues associated with the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was not returned to palm beach gardens as it remains in spain. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was used on an unknown tooth and was used for approximately 7 years 8 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (61865466). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61865466) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: other) or device (tsvwb8). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as no pictures or objective evidence was provided for the reported device.

Event description:
It was indicated failure during procedure with no more details.